Event description:
Info received indicates the siderail latch cover is bent preventing the siderail from latching.

Manufacturer narrative:
The technician replaced the siderail latch plate cover to repair the bed.